Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant, the helix failed to retract. It is unknown if the retraction issue was prior to placing in the patient or after. Another lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.